Event description:
A patient reported experiencing inaccurate high results with a otu meter. The patient's blood glucose results were 225 mg/dl, 105 mg/dl. Tests were done within <10 minutes with a difference of 64. Patient did not experience any adverse events. No further information has been reported.